Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced arm 4 as it was hard to move when clutched. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, site called in to report repeated recoverable faults on universal surgical manipulator (usm) 4. Customer stated that every time she has attempted to recover, the fault immediately returns. Customer has also attempted to power cycle the system and hard power cycle but the error returns. Technical support engineer (tse) viewed system logs and confirmed 32100 errors pointing to the axes controller, arm (aca) on usm4. There was no reported injury